Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the reporter, a diabetes educator, reported the patient obtained a low blood glucose level of 37 mg/dl; he did not experience any symptoms of low blood glucose levels. On (B)(6) 2011 at 1:00 am, the patient obtained the blood glucose reading of 515 mg/dl, and he took a correcting bolus dose of insulin via the pump. At 5:00 am, the patient's blood glucose reading was 239 mg/dl and he took another correcting bolus of insulin via the pump. At 8:00 am, the patient's reading was 37 mg/dl. The patient's parents administered treatment with juice; he did not seek any medical attention. The patient's subsequent blood glucose reading was 251 mg/dl. The diabetes educator attributed the low blood glucose level to over-correcting for an earlier reported high blood glucose reading. There was no evidence the pump was not functioning appropriately. The patient's technique may have been incorrect by over-correcting for two elevated blood glucose readings. However, as the patient allegedly suffered blood glucose levels suggesting severe hypoglycemia while using the pump, and received treatment with juice, this complaint is being reported.